Event description:
It was reported that there was instability of the left ventricular lead in the coronary sinus. It was also reported that the lead dislodged during defibrillation threshold testing. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Full lead was returned for analysis. Blood/body fluid present on all conductors.